Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 113 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.